Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was received with moisture damaged at motor assembly. The pump was unable to verify motor error alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of damage, motor error alarm and moisture damage from the insulin pump. The customer's blood glucose reading was 330 mg/dl. The customer stated that she went into the water with her pump and there are cracks on it. The customer stated that the location of the damage is on the upper right corner of the screen, and lower left side of the pump near the reservoir compartment. The customer stated that the pump requested to rewind after rewinding process. The customer stated that insulin also squirted out the tubing and alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.